Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va08cx7, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that patient therapy was no longer effective at treating patient¿s symptoms even after trying all programming available, but symptoms persisted, and they completely explanted the device. The issue reported was resolved at the time of this report. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.